Manufacturer narrative:
(B)(4). Results of investigation: field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed transducer fault alarm and performed a calibration on the exhaled differential pressure transducer, but it failed. The reported issue was resolved by replacing main printed circuit board (pcb). After performing calibration and testing, the device was returned to the customer operating to service specifications. The carefusion failure analysis laboratory received the suspect main pcb and performed an evaluation. The reported issue was confirmed and duplicated in the laboratory setting. The failure was isolated to the exhalation pressure transducer (B)(4), as it was responsive to pressure input but the output differential voltage was outside of acceptable specifications. These findings will continue to be internally investigated.

Event description:
The customer reported that the suspect vela ventilator displayed transducer fault alarm while in use with a patient. There was no harm to any patient or clinician in association with the reported complaint.